Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the belt clip insert is broken off at the u-groove with an evidence of unable to attach a belt clip. A plastic belt clip was not returned with pump. The display screen also has a dim pink and fading text. The battery cap threads are stripped. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen also has a dim pink and fading text. This report is made based on results of investigation completed on (B)(4) 2013.